Event description:
It was reported that a nurse was injured using a procuity bed and had to go to the emergency department during her shift. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
It was reported that the device was difficult to maneuver and the device was pushed into the nurse. It was further reported that the nurse sustained a twisted ankle and no serious injury was identified. There was no component level defect or malfunction with the device.

Event description:
It was reported that the device was difficult to maneuver and the device was pushed into the nurse. It was further reported that the nurse sustained a twisted ankle and no serious injury was identified. There was no component level defect or malfunction with the device.